Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2015. According to the complainant, in (B)(6) 2015, the patient had granuloma in the peristomal area. In (B)(6) 2016, the peg tube was unintentionally removed. On (B)(6) 2016, the peg tube was replaced with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be normal.